Manufacturer narrative:
Intuitive surgical inc. (Isi) received the units involved with this complaint and completed the device evaluations. Failure analysis was not able to reproduce the reported failure on either unit. The doco was installed in an in-house system running a video test, sine cycle, power cycles and sitting idle for one hour without issues. Both left and right eye video worked fine. The board was also installed on a test system and tested for over three hours without issues. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system generated an error 45312; right eye video loss. Prior to calling intuitive surgical, inc. (Isi) for technical support assistance, the customer attempted troubleshooting and recovered from the error but the right eye video loss message remained. Both video images were present at the surgeon side console (ssc) but the customer was not able to switch to right video on the vision side cart (vsc). The isi technical support engineer (tse) requested the customer to confirm the ssc setting viewer mode was on 2d. The customer was able to switch back to 3d but was still unable to switch eyes at the vsc. At that time, the surgeon made the decision to convert to another vsc from another system to complete the procedure. There was no report of patient harm, adverse outcome, or injury. An isi field service engineer (fse) was dispatched to the facility but was not able to reproduce the reported failure, however, the errors were confirmed via error logs. The fse replaced the double camera controller (doco) and a video slice (vsl) board. The doco is located on the vsc and it receives and processes video signals. The vsl is a board for main video processing in the system core.